Event description:
Pt using peritoneal dialysis cycler at home disconnects from cycler using a permanent tubing clamp that allows the pt to cut cycler tubing and use remaining tubing segment as a spike protector. This pt showers and has had 4 different occasions where tubing has fallen off or been easily removed from spike. First 2 occasions were handled by on-call staff unfamiliar with this modality who changed the pt's transfer set. On third occasion, close inspection by facility staff familiar with modality revealed cycler tubing had come apart at a glued joint. Facility staff experimented with similar tubing and discovered that with the lot numbers listed in this report, as little as 60 seconds immersion in warm water caused tubing to fall apart. Potential for infection after break in sterile system is great. This pt avoided injury by reporting to unit for tubing change after each event.